Event description:
(B)(4) study. Pt injected with 1.0ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2009 and again with 2.0ml of coaptite on (B)(6) 2009. On (B)(6) 2009, two months after the second injection, the pt developed a urinary tract infection which was treated with antibiotics. The pt's symptoms resolved after 10 days.

Manufacturer narrative:
Additional lot 1011123, exp date: 10/01/2011, injection date: (B)(6) 2009, device mfg date: 10/2008. This event was reported in the line listing of the (B)(4) study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required antibiotics, it was determined to be a reportable event. The device history records for coaptite lots 1010293 and 1011123 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for either lot.